Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient did not feel like their bladder was emptying. This occurred on (B)(6) 2019. They also woke up this morning had a return of symptoms. Last night, the patient did not feel the stimulation so they increased the settings and a code of 0x6ea3d07a was seen on the handset. The patient was directed to turn the handset and communicator off then back on. They stated that the handset showed restart, which they pressed, and the patient could then feel the stimulation and the code that was seen was gone. Troubleshooting resolved the reported issue. The patient did indicate that they still had bandages on their skin and was going to contact their doctor for instructions when to remove them. They had a follow up appointment in about 4 weeks. There were no further complications reported or anticipated.